Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent suture placement to secure a PICC line on (B)(6) 2016. The following day the patient developed pain at the site. When dressing changes were done on day three and seven following the suture placement the patient had developed redness, irritation and oozing at the site. The patient is following up with physicians to determine treatment. Additional information has been requested.